Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer reported the fenestrated bipolar cable had broken. The customer then replaced it with another one and shortly after replacing it we noticed that the second fenestrated bipolar cable had also broken. The customer was unsure why they both broke, they weren't used inappropriately so they did not believe it was user error. The customer stated both instruments were removed and tagged as broken and sent to sterile processing department (spd). There is no further information available. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. On 05/23/2024, intuitive surgical, inc. (Isi) received mw5154603 stating: during our robotic case we noticed that our fenestrated bipolar cable had broken. We then replaced it with another one and shortly after replacing it we noticed that the second fenestrated bipolar cable had also broken. We are unsure why they both broke, they weren't used inappropriately so we don't believe it was user caused. Both instruments were removed and tagged as broken and sent to spd. Robotic oordinator was notified of this as well. Reference report: mw5154604.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.